Event description:
It was reported that the patient came into the clinic for a device check as the patient was not ¿feeling right¿. It was found that the atrial lead impedance was unstable. It was noted that over the past year the atrial lead¿s thresholds have increased. The atrial lead showed to be dislodged and floating in the ventricle on fluoro. The lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).